Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced in-stent restenosis and angina. Lesion 1 was located in the mid right coronary artery (rca) with 75% stenosis and was 46 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using two overlapping taxus liberte stents (proximally 3.50 mm x 12 mm, distally 3.5 x 38 mm) with 9% residual stenosis. Lesion 2 was located in the 1st obtuse marginal with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 mm x 20 mm taxus liberte stent with 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 345 days post index procedure, the patient presented with complaints of chest pain and shortness of breath associated with fever and chills. At 350 days post index procedure, the distal rca was treated with direct stent placement using a 3.5 x 38 mm ion stent with 9% residual stenosis. In addition, the proximal lesion (proximal to the previously placed study stents and extending within the proximal stent) in the prox rca was treated with direct stent placement using a 3.5 x 24 mm ion stent with 9% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-00207.

Manufacturer narrative:
(B)(4).